Event description:
It was reported that the procedure was to treat a mildly tortuous proximal to distal left circumflex artery. A guide wire crossed without issue. A 2.5mm balloon was used to predilate the lesion. Then a 2.5x33mm xience skypoint stent was attempted to be delivered but failed to cross due to anatomy. During removal, resistance was met with anatomy as well. Dilatation was performed again with the same balloon. Then a new 2.5x33mm xience skypoint was able to be delivered to the lesion without issue and successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported failure to advance and difficult to remove could not be tested as they were based on the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.